Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the doctor was doing an outside lumbar drainage surgery, it was found that the drainage tube leaked. According to the report, the device was never implanted, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the anterior segment of the drainage tube leaked.